Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of gastric sleeve, the reload was introduced to the abdominal cavity, and before firing the first reload, the reinforced material fell off the reload. It was reported the reload was removed with a grasper and used another reload to complete the case. There was no patient injury.